Manufacturer narrative:
This report is submitted on march 19, 2019. ]

Event description:
Per the patient's surgeon, the patient experienced infection at implant site resulting in the decision to explant. Subsequently the device was explanted on (B)(6) 2018, the patient was not re-implanted with a new device.